Event description:
Procedure type: hernia. According to the reporter: on (B)(6) 2012, the patient had a hernia repair surgery. At a follow up visit, a recurrence of an epigastric hernia. The patient has surgery scheduled in (B)(6) 2013. Per clinical affairs, relationship to device is unknown/impossible to determine.

Manufacturer narrative:
(B)(4).